Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer, via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain and degenerative disc disease. It was reported that the patient saw a warning power on reset (por) on their programmer and recharger. The patient said they had a fall about 3 weeks ago in june however it was working after that. The rep later reported that there was a por and it was reviewed that a warning por must be cleared with the physician programmer. No symptoms were reported. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient and a manufacturer¿s representative (rep). The patient reported that the ins was at 75% when they saw the power on reset (por) and they couldn't get it working again. The patient reported that they charge every week, including yesterday to 75%. The rep reported that this was the patient¿s first por, they did the countdown and the interrogating with the clinician programmer and it stated ¿device has overdischarged¿ the rep was unable to capture the code associated with the message. The rep reset the time/date and noted stimulation was on and appropriate. The rep indicated that the clinician programmer charge stats showed a recharge interval was every 5.5 days and up until (B)(6) 2019, they reached 100% time. The patient indicated that they had gone through airport security and body scanner with stimulation off on (B)(6) 2019. The rep indicated that the charge details showed a charging session on (B)(6) 2019. It was reviewed that the por occurred likely due to emi and this would have still allowed the patient to recharge normally. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that a rep would be meeting with the patient next week and the rep would follow up for more details at that time. No further complications were reported.